Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation; as the device was discarded at medicon due to expire of stock period after visual inspection. A lot history review (lhr) of rezh1354 showed no other similar product complaint(s) from this lot number. Discarded at medicon due to the expire of stock period after visual inspection.

Event description:
It was reported that after completing the implantation procedure, fluid injection was performed to confirm the patency of the device, then the leakage was found from the catheter outside of the patient body and a pinhole was confirmed on the catheter. The operator removed the device from the patient and cut off the catheter near the locking sleeve to return it to us for inspection. No patient injury was reported.